Manufacturer narrative:
The delivery device was disposed and the stent remained in the patient, therefore, no analysis could be performed. Because the batch number for this complaint is unk, the shop floor paperwork could not be examined. The cause of the difficulties experienced during the procedure could not be determined.

Event description:
It was reported that about 1 1/2 months following a coronary drug eluting stenting treatment procedure, an aneurysm was noticed. A taxus express2 drug eluting stent of an unk size was noticed. A taxus express2 drug eluting stent of an unk size was implanted in the obtuse marginal (om). At that time, the patient had another vessel that required intervention, but the physician decided to stage the procedure and have the patient come back at a later date. The patient returned for ptca of the right coronary artery (rca) in 2006. Two taxus express2 stents were implanted in the rca with good results. The physician then looked at the om and noticed an aneurysm. This was not treated. There were no patient complications reported and the patient's condition is stable.